Manufacturer narrative:
One device was received for analysis. Service history review identified that the device was last serviced four years ago for an unrelated issue. The reported problem was verified through functional inspection and was therefore duplicated. The root cause of the problem was an intermittent motor. The motor was replaced to correct the issue.

Event description:
It was reported that the device had a system fault. The event occurred during testing. There was no patient involvement.